Event description:
"When the amr paramedicc was preparing for intubation it was requested that we provide them with our provu laryngoscope for intubation. The device was powered on, confirmed as being 98% battery and place onto the blade without issue. While the amr paramedic was inserting the base into the patients mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to normal operating screen that it was displaying when it entered the patients mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the staion with multiple blades. Of note, this issue was not existent at the start of the shift when connected and properly powered on and off. Additionally, the amt paramedic confirmed they were familiar and trained in the use and function og the device prior to this equipment being provided, there was no obvious issue with technique, placement or operation on behalf of the provider as this was strictly device failure" (the opinion of the complainant). Serious injury/harm to patient was reported. It was reported that the outcome of the case was a patient death.

Manufacturer narrative:
This is a second follow up report, inkeeping with vigilance and reporting requirements.

Event description:
"When the amr paramedicc was preparing for intubation it was requested that we provide them with our provu laryngoscope for intubation. The device was powered on, confirmed as being 98% battery and place onto the blade without issue. While the amr paramedic was inserting the base into the patients mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to normal operating screen that it was displaying when it entered the patients mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the staion with multple blades. Of note, this issue was not existent at the start of the shift when connected and properly powered on and off. Additionally, the amt paramedic confirmed they were familar and trained in the use and function og the device prior to this equipment being provided, there was no obvious issue with technique, placement or operation on behalf of the provider as this was strickly device failure" (the opinion of the complainant). Serious injury/harm to patient was reported. It was reported that the outcome of the case was a patient death.

Manufacturer narrative:
When the (B)(6) paramedic was preparing for intubation it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed to be at 98% battery and placed onto the blade without issue. While the (B)(6) paramedic was inserting the blade into the patient's mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patient's mouth. This was then removed and patient care was continued by (B)(6) paramedic throughout. After the call this issue became reproducible at the station with multiple blades. Of note, this issue was not existent at the start of the shift when connected and properly powered on and off. Additionally, (B)(6) paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was strictly a device failure (opinion of complainant not flexicare).

Event description:
"When the (B)(6) paramedic was preparing for intubation it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed as being 98% battery and place onto the blade without issue. While the (B)(6) paramedic was insetting the balse into the patients mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patients mouth. This was then removed and patient care was continued by (B)(6) paramedic throughout. After the call this issue became reproducible at the station with multiple blades. Of note, this issue was not existent at the start of the shift when connected and properly powered on and off. Additionally, (B)(6) paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was stickly a device failure"

Manufacturer narrative:
When the amr paramedic was preparing for intubation it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed to be at 98% battery and placed onto the blade without issue. While the amr paramedic was inserting the blade into the patient's mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patient's mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the station with multiple blades. Of note, this issue was not existent at the start of the shift when connected and properly powered on and off. Additionally, amr paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was strictly a device failure (opinion of complaintant not flexicare).

Event description:
"When the amr paramdeic was preparing for intubation it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed as being 98% battery and place onto the blade without issue. While the amr paramedic was inseetting the balse into the patients mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patients mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the sation with multiple blades. Of note, this issue was not exstent at the start of the shift when connected and properly powered on and off. Additionally, amr paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was strickly a device failure".

Manufacturer narrative:
When the amr paramedic was preparing for intubation, it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed to be at 98% battery and placed onto the blade without issue. While the amr paramedic was inserting the blade into the patient's mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patient's mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the station with multiple blades. Of note, this issue was nonexistent at the start of the shift when connected and properly powered on and off. Additionally, amr paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was strictly a device failure.

Event description:
"When the amr paramedic was preparing for intubation, it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed as being 98% battery and place onto the blade without issue. While the amr paramedic was inserting the blade into the patients mouth, the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patients mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the station with multiple blades. Of note, this issue was nonexistent at the start of the shift when connected and properly powered on and off. Additionally, amr paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was strictly a device failure".

Event description:
"When the amr paramedic was preparing for intubation, it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed as being 98% battery and place onto the blade without issue. While the amr paramedic was inserting the balse into the patients mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patients mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the sation with multiple blades. Of note, this issue was not exstent at the start of the shift when connected and properly powered on and off. Additionally, amr paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was stickly a device failure".

Manufacturer narrative:
When the amr paramedic was preparing for intubation it was requested that we provide them with our provu video laryngoscope for intubation. The device was powered on, confirmed to be at 98% battery and placed onto the blade without issue. While the amr paramedic was inserting the blade into the patient's mouth the screen turned into an error screen which contained numerous pictograms/diagrams and not allowing to be changed, turned off or return to the normal operating screen that it was displaying when it entered the patient's mouth. This was then removed and patient care was continued by amr paramedic throughout. After the call this issue became reproducible at the station with multiple blades. Of note, this issue was not existent at the start of the shift when connected and properly powered on and off. Additionally, amr paramedic confirmed they were familiar and trained in the use and function of the device prior to the equipment being provided. There was no obvious issue with technique, placement or operation on behalf of the provider as this was strictly a device failure (opinion of complaintant not flexicare).